Manufacturer narrative:
The customer evaluated the au480 clinical chemistry analyzer and replaced multiple components including the j-nozzle and the ise tubing to resolve the issue. The customer also replaced the calibrator as a troubleshooting measure. The primary failure mode could not be confirmed. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results for sodium (na) on their au480 clinical chemistry analyzer. The initial low results were reported out of the laboratory. Upon review, the customer then repeated the thirteen (13) patient samples and reported the correct patient results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.